Manufacturer narrative:
Exemption number: e2014018. Manufacturing site evaluation: evaluation on-going

Event description:
(B)(6). Early loosening of knee prosthesis (columbus as system). There is no fixation between the prosthesis and the cement. Presumably caused by the loosening considerable abrasion on the inlay. Changes on the surface of the prosthesis. Components in use listed as concomitant devices are: nn073z / as columbus cr/ps tib.plat.cemented t2, nn013z / as columbus cr femoral comp.cemented f3r.

Manufacturer narrative:
Investigation: the components have been examined visually and microscopically with a keyece vhx-5000 digital microscope and a panasonic dmc tz8 digital camera. No bone cement was bonded on the coated surface of the implant. The case was discussed with a specialist from the product management department. The as multilayer coating can undergo changes to the surface color. Such changes in color have no effect on the function or properties of the coating. The gliding surface of the meniscal component shows normal wear traces after 3 years of implantation. Batch history review: the device quality and manufacturing history records have been checked for all available lot numbers. The device history file has been checked and found to be according to our specification valid at the time of production. No similar incidents have been filed with products from these batches. Conclusion and root cause: based on the information available as well as a result of our investigation the root cause of this failure is most probably user related. Rational: there are no hints for a material or manufacturing problem. We assume that there could be problems with the cement technique. It could be possible that the processing time of the used cement was exceeded. Further potential sources of faults relating to cement: incorrect temperature, unfavorable storage, the age of the cement. No CAPA is necessary.